Manufacturer narrative:
Block b3: exact date unknown, event occurred over the weekend ago from date manufacturer was made aware.

Event description:
It was reported that the patient was admitted to the hospital due to severe pain. The patient experienced a shocking sensation after charging their implantable pulse generator (ipg).